Manufacturer narrative:
(B)(4). Broken cam, ejected clip.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired once properly, however, the second time it would not fire and the third firing the clips were scissored. Another device was used to complete the procedure. No adverse consequences reported.